Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and no delivery alarm. Blood glucose level at the time of the incident was almost 500 mg/dl as the boluses were not going through due to leak from the tubing. Blood glucose was around 180 mg/dl in the morning. During troubleshooting, customer noticed the infusion set had a bent cannula. The infusion set is expected to return.